Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
The cuts have been completed and placed the trials had been placed. Dr. (B)(6) "notice" a large gap on the lateral side in extension with size 9 trial insert. The same size gap was still present with an 11. Dr. (B)(6) said the anterior cut notched the anterior face. Tka. Surgical delay: 10 minutes. Dr. (B)(6) "notice" the "notched". The notch noticed during trialing.

Manufacturer narrative:
Reported event: an event regarding anterior notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 649 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding notching. There were other reported events for the listed catalog number (pr1848273, 1736744, 1730336, pr1443555, pr1574869, pr1597920, pr1636892, pr1694868 and pr1689895, pr1848273, pr1920082, 1951314). -conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values and bone preparation checkpoints was completed. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.

Event description:
The cuts have been completed and placed the trials had been placed. Dr. (B)(6) notice a large gap on the lateral side in extension with size 9 trial insert. The same size gap was still present with an 11. Dr. (B)(6) said the anterior cut notched the anterior face. Tka. Surgical delay 10 minutes dr. (B)(6) notice the notched the notch noticed during trailing.